Manufacturer narrative:
Concomitant medical products: dtba1q1 ICD; 429888, lead implant (B)(6) 2015. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion. It was also noted that the right atrial (ra) lead, right ventricular (rv) lead and the left ventricular (lv) lead had high thresholds. The device was explanted and replaced. Reprogramming after generator replacement was done to extend battery life and the leads remain in use. No patient complications have been reported as a result of this event.